Manufacturer narrative:
The reason for this revision surgery was the patient hip stem had subsided. The in-vivo length of patient service for the implant was 9 years. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. There are no reported pre-existing patient health conditions. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. Review of the device history record (DHR) for the explanted part (s) revealed no discrepancies or issues during the manufacture of this part (s). The DHR evidences that all critical dimensions, design criteria and specifications in effect at the time the part was manufactured were met. The complaint investigation history was reviewed and no trends or on-going issues were deemed as present or in need of review. No issues or anomalies were observed with the concomitant part(s). No further action is deemed necessary at this time. This event is deemed to be non-product related. The root cause for this event was the patient's hip stem had subsided. The scope of this investigation is limited without having the parts available to djo surgical for evaluation. Other conditions, root cause, relating to this event could not be determined with confidence. Inventory containment is not required as there are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - due to the stem subsiding and the patient was having pain.